Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly and identified inoperative error codes e046 (ventilator inoperative) and e047 (ventilator inoperative), and replaced the printed circuit assembly (pca). Additionally, dust/dirt contamination was found inside the device, rubber feet were missing, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped after the evaluation was completed.